Event description:
Code team, on arrival, found pt without pulse and gasping. Monitor defibrillator would not charge above 50 joules or discharge. A second defibrillator was procurred and functioned normally. The equipment failure did not affect the pt outcome.